Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Display lens is broken. Lower case, both bail covers, and ring cover are broken. Battery contacts are compressed. The ring is missing.

Event description:
It was reported the display (front screen) was cracked. The device was returned for repair. No patient involvement was reported.